Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with manual injection using syringe. The customer stated that he was in the hospital for 2 days and insulin ran out. The customer mentioned no delivery alarm and was not sure how it was caused. The insulin pump will not be returned for analysis.